Event description:
Luxation due to bone exostosis which has not been detected during the first surgery. The sales rep reported that the surgeon confirmed that the problem was caused by the exostosis. The cup was explanted and substituted with a double-mobility cup. No piece will be returned. MFR ref# 3005180920-2015-00054.